Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found tip sleeve in position #11 stuck in the up position. The fse replaced the tip clamp at position #11, checked and cleaned all others, verified proper alignment and calibration of x-arm. The instrument was tested without further problem and was returned to expected operation.